Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00059. It was reported that the patient presented via remote transmission. Review of transcripts revealed episodes of oversensing that was inhibiting pacing. It was unclear if oversensing was due to the implantable cardioverter defibrillator or right ventricular lead. No intervention was performed at the time. Patient would be monitored.

Event description:
New information noted that it was unclear what caused oversensing episodes. Patient was stable and would be monitored.